Event description:
It was reported the non-dependent patient received a vibratory alert and subsequently presented in clinic with what was determined to be high lead impedance and, further, it was observed that over time the patient¿s pacing threshold was gradually increasing. The patient was stable before, during and after the clinical visit. The patient will be monitored.